Event description:
A customer reported an alert regarding a cartridge change in their pump, identified as alert 13. The customer's blood glucose level was noted to be high, although the specific value was not provided. To address this, the customer administered a correction injection manually. There was no need for third-party assistance. Customer technical support educated the caller on understanding the alert and provided guidance on proper usage to prevent future issues, which the caller understood and acknowledged.